Event description:
It was reported that double beeping with cassette was experienced during testing. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals intact and fluid ingression on the downstream sensor. There was evidence of the error in the event history log. The customer problem was not duplicated during the investigation. The investigation found fluid ingression on the downstream sensor which was the cause of the double beep. For corrective action the downstream sensor was replaced. The root cause of the reported problem was traced to user interface. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on 10/2018) and there was no indication the complaint was related to previous service of the device.noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: corrections: d4: model number 6400.